Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported that the pt experienced decreased therapeutic benefit. The physician confirmed a diagnosis of a fracture/leak regarding the catheter. The pt's outcome was not reported. The drug administered via the pump was noted as "either lioresal or baclofen (not compounded)". A follow-up report will be sent if add'l info becomes available.